Event description:
Per tm: sensor is malfunctioning on every insertion resulting in chest x-rays being needed to confirm placement. Sherlock sensor is not picking up the lead on the PICC. Inaccurate reading required chest x-ray for placement of PICC line

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of sherlock sensor malfunctioning and not picking up the lead on the PICC was unconfirmed. The sensor was connected to an in-house sr8, calibrated, and the magnetic tracking and ECG functioned properly. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - sensor is malfunctioning on every insertion resulting in chest x-rays being needed to confirm placement. Sherlock sensor is not picking up the lead on the PICC. Inaccurate reading required chest x-ray for placement of PICC line